Event description:
A baxter sales representative (bsr) notified baxter corporate product surveillance of a clearlink duo-vent c-flo set in which a leak was observed during priming. It was reported that the leak does not occur immediately, but still do occur regardless of how secure the clamp is. The customer reported that the leak occurs at the male luer adaptor when it is primed with saline, in advance in the pharmacy. After they are primed, they are supposed to be connected to a chemotherapy drug at a later time. However, due to the leak they cannot be used. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation, however it has not yet been received by baxter. If the sample is received or additional information becomes available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The reported condition of an overinfusion - free flow could not be confirmed as samples were not available and the root cause could not be identified. A batch review was performed for the complaint lot. The batch review reports no manufacturing abnormalities and lot was determined to be within manufacturing specifications. Upon follow up with the customer, it was determined that the sample is not available for return.